Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 and 2367 alarm which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) explained alarms and had the home patient (hp) cycle power twice to clear them. The hp stated that she started the initial drain before connecting and then when the hc alarmed she connected, then quickly disconnected. The tsr explained that the supplies were compromised and since the hp did connect the tsr advised the hp to call the registered nurse (rn) in the next 24 hours to let her know the alarm occurred. The tsr then advised the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was not aware of the event, but explained that the home patient (hp) was doing well on therapy. There was no patient injury or medical intervention reported.